Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that she smelled insulin and customer is running high. The blood glucose reading is 428 mg/dl. Customer has treated with boluses and manual injection. Customer was nauseated and vomiting. Hospital is treated with insulin drip. The insulin pump will be replaced. Nothing further reported.